Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main trunk. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, resistance was noted during catheter priming, and the flush was not smooth. After insertion into the blood vessel, the image appeared unclear with many visible bubbles. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: